Event description:
Pt reported that she has experienced unstable blood glucose over the previous week. Pt believes this is due to a malfunction of the infusion device. Blood glucose elevated as high as 320 mg/dl. She did not experience any lifestyle changes. Pt has also had an ongoing concern with air bubbles in the insulin cartridge. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Additional info was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.